Event description:
Customer reported unexpected negative reactions with ab_ID assay on galileo. A specimen had tested positive with the 2_cell screen assay. Manual tube testing identified an anti-fya. Customer also stated they have had a series of washer issues.

Manufacturer narrative:
Images from the instrument were reviewed; they correspond with the results the galileo reported. A service call was made; the washer module was replaced. After replacing the washer module, samples that had positive screens were tested and the samples did report out expected positive ab_ID results. The repair returned the instrument to expected performance.